Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 156mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a cracked end cap. The motor was tested outside the device and passed. The unit was received with severely cracked case on the display window corners, missing lcd display window, and missing end cap sticker.